Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow up. Upon interrogation, multiple high ventricular rate episodes and pacing inhibition due to right ventricular (rv) lead noise oversensing were observed. Programming changes were made. Lead replacement was mentioned. No patient consequence was noted. The patient will be monitored remotely.